Event description:
It was reported that during a lap hysterectomy the gen11 generator send it the following error message: "advanced features are not available on the instrument, adaptive tissue technology, controlled energy delivery, improved audio feedback" the instrument didn't work after they pushed ok. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2026 d4 batch #: a98x85. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and tested on the energy system. The device was analyzed, and it was determined that it was possibly used in more than one procedure, based on generator data. The device is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will be displayed indicating ¿adaptive tissue technology features are not available in this device¿. The har36 device is equipped with an eeprom that collects error codes associated with generator alert screens. During the analysis of the data collected in the eeprom while using the device, it was noted that the device triggered the "tighten assembly" alert screen. This alert occurs when the instrument is not properly assembled with the handpiece. To ensure proper assembly, the torque wrench supplied with the device should be used to tighten the blade onto the handpiece. Turn the torque wrench clockwise while holding the handpiece, and continue until it clicks twice, indicating that sufficient torque has been applied to secure the blade. For further details, please refer to the instruction for use. The device was disassembled to verify the condition of the internal components and no anomalies were noted. Due to the multiple generator usage, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a98x85, and no non-conformances were identified.